Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate system monitor (serial number: vsm-3061) displaying information incorrectly was not confirmed. Provided information indicated that the issue resolved following the restart of the system, and that the unit would not return for analysis. No photos were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number vsm-3061, was manufactured in accordance with manufacturing and quality assurance specifications. The unit was shipped to the customer on 20oct2010. The heartmate system monitor instructions for use instruct the user to refer any servicing of heartmate left ventricular assist system (lvas) equipment to trained service personnel only. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor incorrectly displayed information. The values were not displayed in the expected position on the screen. The monitor was in use to monitor the pump parameters of a patient. The system monitor was rebooted using the black flip switch on the back of the monitor, and then was working properly. The hospital exchanged the monitor to avoid recurrence of the issue.